Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot#: n181521007, implanted: (B)(6) 2009, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: n181521007, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving dilaudid (2.7 mg/ml at 0.6355 mg/day), baclofen (661 mcg/ml at 155.6 mcg/day) and bupivacaine (7,5 mg/ml at 1.7655 mg/day) via an implantable infusion pump. It was reported that during surgery to replace the pump due to normal end of service (eos) the hcp noticed there was a kink to the pump side of the 8780. They used another 8780 and added the same length as what they removed with the exception of about a millimeter beyond the collected portion. Additional information was received from the device manufacturer representative indicated that the segment was discarded of.